Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that during pump telemetry after a pump replacement a message was seen on the physician programmer, it was stated ¿pump memory full-telemetry stopped¿ and then it was stated ¿something like pump may be stopped due to telemetry.¿ the healthcare provider (hcp) stopped what they were doing; ¿looked at everything again,¿ hit update again and got the same error message. The hcp reviewed that the infusion mode displayed as ¿stopped pump¿ for 31 minutes, and noted that was roughly the amount of time since the first attempted telemetry. Turned off the programmer and repeated the programming steps and it was noted that telemetry was complete. The device system was used to infuse baclofen. It was later noted that reporter was unaware or the issue and "guessed" the issue was resolved.